Event description:
It was reported that this pacemaker system exhibited oversensing due to electromagnetic interference (emi) on the right atrial (ra) lead and right ventricular (rv) lead channels. Technical services (ts) evaluated the reports per health care professional request and confirmed the oversensing occurred due to emi on the day a new ra lead was implanted. Ts noted the device to be functioning as programmed. No adverse patient effects were reported. This pacemaker system remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.